Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/29/2024, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak soft anchor had an issue during a labral repair procedure on (B)(6) 2023. The tip of the inserter broke off on ankle insertion inside the patient. The surgeon was able to remove the broken fragment from the patient. The case was completed successfully by using another ar-3636 with the same lot number with no harm or adverse effect to the patient. No case delay was reported and no additional anesthesia was administered. The broken part was discarded, no pictures were taken. This occurred during use with no patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use. The dfu for this device warns: 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient.